Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his battery pack. The patient's downloads showed excessive faults for battery pack sn (B)(4). The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery faults) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.